Event description:
Philips received a complaint from customer biomed reporting the touchscreen on a v60 ventilator was unresponsive to touch commands. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue remotely and determined touchscreen replacement was necessary for correction. A replacement touchscreen was ordered and onsite service dispatched. A philips authorized service provider (asp) confirmed the reported problem. The asp replaced the touch screen and performed calibration to correct the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17607.